Event description:
Pt was in treatment and needed to re-setup. When removing the cassette from the cycle, it is alleged fluid was found in the cycler. Pt required no medical intervention as a result of this event. Her effluent is clear. Sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling material, and process controls were within spec.